Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information/device evaluation h3a: device evaluated by mfg - additional information h3b: evaluation included - additional information h4: device mfg date - correction h6 codes: type of investigation - additional information h10: corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.